Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile faults, 102 service code) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The cause for the failure was isolated to broken solder joints on the c19 component on the defib board. The root cause for the defective component could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported monitor was displaying a 102 service code and discharge profile faults.